Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 816mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 384mg/dl. Customer was treated with insulin drip. Customer states the drive support cap appears normal. Customer¿s insulin pump alarmed for off no power and delivery has stopped. Customer states they did not receive a low battery alert prior to the off no power alert. Customer performed troubleshoot for off no power but issue occur again. Customer was wearing insulin pump at time of hospitalization. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with normal operating currents. No unexpected off no power alarm or delivery stopped alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.